Event description:
Test strip vials purchased were cracked and had been displaying false low readings. The pt experienced symptoms of feeling dizzy and tested her blood glucose and received a 210 mg/dl. She took insulin after attempting to use the meter and three hours later contacted emts. Paramedics arrived and tested the pt using their meter and the reading was in the 200's. The pt did not receive any medical treatment and was not taken to the hospital. The technique of applying blood on the test strip was correct. The pt's control solution was expired. The two vials of test strips she had were cracked. The customer care agent (cca) sent the pt a replacement meter and testing supplies.